Event description:
It was reported that the customer had an unspecified cartridge issue. With multiple cartridges. A cartridge change was performed to address the issue. There was no adverse impact on the customer's blood glucose level.